Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated pacing impedance and capture threshold were observed on the right ventricular (rv) lead. The physician observed that bodily fluid and oxidation was present inside the pin of the lead. The lead was capped and replaced. The patient was stable.